Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The leakage was at the site.the infusion set was in use for less than 2 days. The issue occured with 5 infusion sets.the patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) device 3 of 5.